Manufacturer narrative:
Upon completion from analysis, this report will be updated.

Event description:
Boston scientific received information that this pacemaker was removed from a deceased patient at the time of autopsy examination. It was reported that the patient was found deceased by family, and was not observed during natural event. An unspecified device malfunction was alleged. The device has been returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. A review of the device memory data indicate all lead impedance measurements for the last year were normal and consistent. No resets were noted. The device was then exposed to simulated heart load conditions, and the pacing and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.

Event description:
--